Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the insulin pump requiring more insulin than usual, having potential leaks. There was no significant event reported leading up to the complaint. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.